Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced fluid and pain at the ipg site. Reportedly the physician drained the fluid at the ipg site. The patient received intravenous antibiotics as a preventive measure. In turn the patient is feeling better.

Event description:
Additional information identified the issue resolved.